Manufacturer narrative:
D2a: product code: one additional code applies; gim d2b: common device name: tubes, vacuum sample, with anticoagulant g4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k944566 bd received two photos for investigation. The indicated failure mode of fm glass was observed in these photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter glass. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to use of a bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tube, residue was observed inside one tube. No adverse event or user impact was reported.